Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were derailed. The housing was removed to find the grip cable derailed at the clamping pulley. The pulley exhibited white residue on the cable grooves. The other backend cables were not damaged. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the wire in the jaw of the prograsp forceps instrument was derailed. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.